Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the sterility of one (1) polarstem stem lat.ti/ha 8 non-cem was in question so it was not implanted after being opened. There were holes identified in the packaging. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production, packaging and sterilization documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. As part of the continuous improvement, smith + nephew is planning a packaging design enhancement. No further escalation is required. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information and the device not being returned, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, during thr surgery, the sterility of one (1) polarstem stem lat.ti/ha 8 non-cem was in question so it was not implanted after being opened. There were holes identified in the packaging. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).